Event description:
After performing preventive maintenance service, the manufacturer's service technician reported the backup alarm failed. The service technician replaced the mmi pcb board to correct the finding. Applicable final testing was completed and passed per operating specifications. The customer did not report the finding during any previous usage. There was no patient involvement and no patient harm reported.